Event description:
A malfunction alarm was reported, identified by the code malf 0, but there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted in the process, and confirmed that the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to report back if the malfunction code appeared again, which the caller acknowledged and understood.